Event description:
It was reported that a revision surgery was performed due to patella loosening.

Manufacturer narrative:
Pitting and wear were observed in the proximal articulating areas of the insert. Pitting on the insert was likely caused by the presence of third body debris such as bone or bone cement in the articulation zone. This is consistent with the reported complaint that stated that the patient's patella implant was loose. There was scratching and burnishing on the distal surface of the insert. The wear pattern observed on the posterior surface of the insert's post was larger on the lateral side than the medial side. Additionally, there was a gouge on the proximal edge of the post which was likely due to explantation. The reason for the patellar implant loosening could not be determined since the implant was not returned.